Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 168 mg/dl obtained on the forearm, and 452 mg/dl obtained from the fingertip. No adverse event reported. Return of the suspect device was requested for evaluation.